Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion being treated was located in the severely calcified left anterior descending (lad) artery. Predilation with an unspecified balloon was performed. A 3.00x38mm promus element plus stent delivery system (sds) was then advanced to the lad and deployed at 18atm. The stent was fully deployed and well apposed. While removing the sds, there was slight balloon withdrawal resistance, which the physician attributed to the heavily calcified lesion. The sds was withdrawn without complication and the stent remained well positioned and well apposed. The patient was discharged on the following day. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).